Event description:
On 11/30/1998 the pt underwent coronary artery bypass graft times two with mitral valve replacement, and placement of intra-aortic balloon pump catheter. On 12/01/1998 status post bypass the intra-aortic balloon pump ruptured and the pt underwent mediastinal exploration and replacement of intra-aortic balloon pump.